Event description:
Information was received from a patient who was implanted with a neurostimulator for obsessive compulsive disorder and movement disorders. It was reported that patient had a really low blood pressure and was unsure if it was related to the device or therapy. Patient stated his stimulation was accidently turned off but he did not know how it happened. It was indicated that his stimulation was off for a few hours and he was able to turn stim back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.